Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date has been estimated to be 7/17/2025 d4: a partial UDI was provided as the lot number is not known. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unspecified access site using two prostyle devices. Reportedly, a suture beak occurred with both devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a watchman interventional procedure. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.